Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had under infusion with cefazolin. The infusion was complete for a bag of cefazolin. The infusion was checked after the nurse reset the volume to try to run the cefazolin again. There looked to be about half the bag left. The pump said it was running at 100ml an hour, but it did not appear to be dripping that fast at all. No fluid was coming from the primary bag. The secondary bag was high above the pump, I didn¿t measure it, but it looked plenty high. The primary bag was fully extended on the blue hanger. It was the premixed cefazolin bag, the kind that you pop into the first chamber, mix the meds, and then pop again to prep the infusion. The bag was checked and both seals were fully popped. The vtbi should be exact on those, i50 ml. There was no known patient injury or medical intervention associated with this event. No additional information is available.